Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is an issue with under drainage. The reporter indicated that a 5 year 5 month post-operative valve is under draining. The device was explanted. Additional event details have not provided, however, have been requested.

Manufacturer narrative:
Investigation. Visual inspection. No significant deformations or damage of the valves were detected during the visual inspection. Also the measurement of the plane parallelism could confirm, that the measured values were within the acceptable tolerance. Permeability test. A permeability test has shown that the progav shuntsystem is permeable. Computer controlled test. The test is performed with a miethke computer controlled testing apparatus. The progav shunt system was tested by simulating a cerebrospinal fluid flow at rates between 60ml/h down to 5 ml/h and up again to 60 ml/h in the horizontal and vertical position (in acc. To iso 7197). Distilled water is used as test-liquid. For the progav valve, the opening pressure is expected to measure at the reference flow rate 6 ± 2 cmh2o in the horizontal position. For the shunt assistant the opening pressure is expected to measure at the reference flow rate 0 ± 4 cmh2o in the vertical position. Adjustment test. The adjustment test has shown that the progav is adjustable to all settings. Braking force and brake function test. The investigation of the braking force of the progav valve showed the brake function is fully operational and the braking force is within the given tolerances. Results. First, we performed a visual inspection of the progav shunt system. No significant deformations or damages of the valves were detected during the visual inspection. Further, we tested the permeability of the progav shunt system. The test has shown that the shunt system was permeable. To investigate the suspicion of an under-drainage, the opening pressure is measured by using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The progav is tested in the horizontal position and the shunt assistant is measured in the vertical position. The opening pressure of the progav valve, in the horizontal position, at a reference flow level of 5 ml/h, was measured at 5,57 cmh2o. The valve is operating within the acceptable tolerance [tolerance 6 ± 2 cmh2o]. The opening pressure of the shunt assistant, in the vertical position, at a reference flow level of 5 ml/h, was measured at -15,06 cmh2o. The valve is not operating within the acceptable tolerance [tolerance 0 ± 4 cmh2o]. The valve shows, contrary to the suspected underdrainage, an over-drainage. A second measurement was carried out. The second measurement showed that the shunt assistant is now within the acceptable tolerance [tolerance 0 cmh2o ± 4 cmh2o]. It was measured a value of -3,24 cmh2o [tolerance 0 ± 4 cmh2o]. We suspect that any deposits inside the valve could have been flushed out by the test bench measurement and thus may have led to a significant improvement in the measured values. Further, we tried to adjust the progav valve to all pressure levels. The test has shown that the valve is adjustable to all pressure ranges. Also the function of the brake on the progav valve and as well the braking force could be verified without any problems. The measured values are within the acceptable tolerance. In order to verify whether the valve examined here possibly was influenced by the known risks of hydrocephalus therapy, such as natural substances in the cerebrospinal fluid (protein, blood or tissue particles), we finally opened the valve. There were no visible deposits observed inside the valves. Based on our investigation results, we cannot confirm the suspicion of "underdrainage" at the time of our investigation. The progav valve showed no abnormalities. All measurements carried out were within the permissible tolerance values. The shunt assistant, however, showed a clear over drainage during the first test bench measurement. However, the values improved significantly after the second test bench measurement and over drainage could no longer be confirmed. Deposits could not be detected in both valves. At the time of the examination, it is not clear to us how the functional impairment mentioned came about. However, we would like to point out that even small amounts of invisible deposits can impair the integrity of the valves. Deposits due to natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles are among the known and inevitable risks of hydrocephalic therapy. Nevertheless, we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.